Event description:
A customer reported a discrepant result when using the vidas(tm) troponin test kit (ref (B)(4)). The customer experienced bad correlation on the vidas(tm) instrument with the troponin kit which led to the discrepant result. The customer claims a delay in treatment of an unspecified length of time due to this discrepant result. An investigation into this event has been initiated by biomerieux.

Manufacturer narrative:
An investigation into a (B)(6) event while using the vidas® troponin I ultra test kit was performed. The customer was unable to return the impacted patient samples; therefore, testing on the patient sample was unable to be performed. Retain samples from the lot in question as well as another lot were tested with an atcc strain of (B)(6). All retain kits produced the appropriate result and demonstrated the lots were performing as expected. A review of the production batch record was performed. No anomalies or deviations were noted that could cause or contribute to the discrepant result. A review of complaint files for the lot in question was performed. Based on the results of the investigation, the complaint could not be confirmed and the product is operating as intended and within specifications.